Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This device is used for pt treatment. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. A definitive root cause cannot be determined.

Manufacturer narrative:
Other device used: catalog #00597206535, nexgen all poly patella, lot #61627012; manufactured at zimmer (B)(4). No product was returned; visual and dimensional evaluations could not be performed. The device history records for the femoral component were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. These devices are used for treatment. A product history search identified no other complaint for the part and lot combination of the femoral component. Review of the surgical notes suggest that the components were implanted with the correct fit and orientation as per the surgical technique. The post-op notes dated 10/26/2011 stated that "the patient was very tender around the patella, and palpation in that area reproduced his pain. X-ray images revealed that the alignment of the knee and the components looked fine, and there was not any evidence of loosening". The hcp was suspicious that the patient had patellofemoral soft tissue impingement. The patient was referred to another surgeon for further treatment. Per the femoral and patellar components package inserts, pain is a known adverse effect of this procedure. A definitive root cause cannot be determined with the information provided.

Event description:
It was reported that the patient is experiencing pain.